Event description:
It was reported the guide wire was found to be bent when the kit was opened. As a result, it was not used on the patient. Another guide wire was opened and used successfully. They do not know if there was a delay in treatment, but there was no patient death or complications reported.

Manufacturer narrative:
(B)(4).